Event description:
Pt underwent an arthroscopic debridement of the left knee with reconstruction of the anterior cruciate ligament. During the procedure the sheath used with the trocar broke off and was lost in teh surgical site.